Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the sheath separation; however, the surgical procedure appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, suture placement was attempted in a common femoral artery with a proglide device using the preclose technique. Reportedly, the sheath broke off. A cut-down procedure was performed to remove the sheath. Hemostasis was achieved with surgical intervention. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reported to be trained in the ues of the proglide device and is established in the preclose technique. No additional information was provided.